Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Follow up MDR for corrections. Annex a, e, and f codes corrected based on customer.

Event description:
Corrections to annex a, annex e and annex f codes corrected.

Event description:
It was reported that bd nexiva 24ga 0.75in y leaked. The cannula was situated in the patients hand, the nurse proceeded to run an iva. She noted it was leaking, upon removal found the cannula had separated from the internal catheter. Currently catheter still inside the patient, unknown location, awaiting uss arm to locate, if not there will need to check if it has made it way to the lungs, under vascular reg care, ongoing investigations

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.